Event description:
It was reported that when inspecting and receiving the goods on 18th january 2023, the platform found that the outer package of the guide wire (150nss35, lot. No.: nggt1335) was damaged.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as the event was not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when inspecting and receiving the goods on (b(6) 2023, the platform found that the outer package of the guide wire (150nss35, lot. No.: nggt1335) was damaged.